Event description:
Depuy hip pinnacle implant with articul/eze femoral head, pinnacle sector ii acetabular cup with altrx liner. Summit tapered hip stem with porocoat. This lined with pinnacle altrx (polyethylene) acetabular cup worked for 7 months after surgery, then the depuy implant has caused extreme pain in inner thigh and hip area extending below the knee. Pain always present, but worse when attempting to get up from the sitting position. Pain exceeds pain prior to surgery. Surgeon used depuy implant after being told clearly not to use any depuy product because of all the tv ads viewed for three months prior to surgery. Ads started in (B)(4) 2010. These ads were for the (B)(4) unit. Nevertheless, I did not trust depuy with any unit. Surgeon stated that the bone growth around femur "looked strange and cloudy." His initial tests were uneventful, but pain continues-seeing surgeon tomorrow (B)(6) 2011 to confront why he used depuy? He told me prior to surgery he was using a stryker metal-ceramic implant. Hip getting worse, having clicking sounds coming from hip, and the implant feel loose, like it is getting worse with time. This liner (altrx poly cup liner) either has started degrading, shifting or the cup itself in moving. The surgeon could be great in his abilities, and I just don't know until I get the proper testing done by him. Already covered - will revisit after final research with proper testing insisted by pt.